Manufacturer narrative:
A customer in the united states had notified biomérieux of discrepant results associated with vitek® 2 gp test kit. The customer reported initially obtaining an identification of group b streptococci but upon repeat testing, a low discrimination call between group a and group b streptococci was obtained. Testing at a reference lab gave an ID of s. Dysgalactiae. Strep latex indicated group a which would be consistent with an identification of s. Dysgalactiae ssp equisimilis. An internal biomérieux investigation was performed. The customer strain and raw data were not available for evaluation. No set up information was provided. Analysis of atypical reactions was not possible since lab reports were not submitted. An increased number of atypical reactions can indicate contamination, mixed culture, strain with decreased viability, use of non-recommended media or other user set up errors, or an atypical strain. However, without the strain, lab reports or raw data it's not possible to further evaluate the cause of the misidentification. Vitek 2 gp test kit, lot # 2420248203 met final qc release criteria. This lot passed initial qc performance testing.

Event description:
A customer in the united states notified biomérieux of discrepant results associated with vitek® 2 gp test kit. The customer reported that the patient had four (4) positive blood culture bottles strep latex was performed, and the result was group a, which was reported to the physician. The vitek®2 gp card gave a result of group b strep. Repeat testing with the gp card gave low discrimination. The customer believes that the corrected report of group b strep was reported to the physician. The isolate was sent to another laboratory for maldi testing with a result of 50. The result of 50 for group a and group b strep was given. The isolate was sent to the state laboratory and the identification was strep dysgalactiae. The corrected result was reported to the physician. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.